Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2010. The revision surgery was a result of a joint dislocation. In the revision, the original acetabular shell and insert were replaced with non-omni product, and the original 32mm cocr femoral head was replaced with a 36mm cocr head. The femoral stem was not revised.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.